Manufacturer narrative:
Batch review performed on 24 april 2017. Lot 130055: (B)(4) items manufactured and released on 22 march 2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 28 april 2017, the medical affairs director performed a clinical evaluation and commented as follows: stem subsidence at 6 weeks in cementless tha on a young, active male patient. It is not clear if the supplied radiograph is the postoperative few or the post-subsidence. The lateral part of the femur looks damaged, either by the moved stem or because of an accident happened during femoral preparation. According to report, the patient was having a very active recovery, and an excessive activity may have damaged mechanical stability in stem that had encountered some preparation problems, but this is speculation as it is not supported by solid evidence. The root cause for the subsidence cannot be determined with the elements at hand.

Event description:
The patient was complaining of pain in the thigh after a day in which he had walked a lot. A revision surgery due to stem subsidence and stem anteversion was planned 63 days after primary. The surgeon revised the stem. The surgery was completed successfully.

Manufacturer narrative:
On 29 may 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the implants were analyzed. The coating of the stem was totally present and slight signs of fibrotic tissue were noticed in the distal part. On the taper, some grooves occurred probably during the extraction while the ceramic ball head showed some signs on the external rim. From the received pieces it is not possible to determine a root cause of the event.